Event description:
It was reported that the patient underwent an l4-l5, l5-s1 tlif using rhbmp-2/acs. Post-op the patient developed injuries including but not limited to, bone growth and chronic pain. The patient continues to suffer pain and suffering, emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: intraoperative biplane fluoroscopy. Local harvesting cancellous auto logous bone. Left sided transforaminal posterior body fusion l4-l5, l5-s1. Cage instrumentation l4-l5, l5-s1. Pedicle instrumentation l4, l5, s1. Posterior intertransverse process fusion l4-l5, l5-s1. Preoperative, postoperative diagnosis: herniated nucleus pulposus l4-l5 and l5-s1, spondylolisthesi l4-l5 and l5-s1, spinal curve lumbar spine, gait disturbance lumbar spine, scoliosis lumbar spine, spinal stenosis lumbar spine, foraminal stenosis lumbar spine, degenerative disk disease lumbar spine, degenerative joint disease lumbar spine, radiculopathy lumbar spine, myelopathy lumbar spine, osteopenia lumbar spine. As per op-notes: "then a pin was placed through the left incision engaging the l4-5 and l5-s1 facet joints, followed by sequentially enlarging operative cannulas to the 26mm operative cannula, which was then directed anteriorly to the posterior aspect of transverse process at l4, l4 and s1 where onlay bone graft bone morphogenic protein were applied for posterior intertransverse process fusion. Decortication of the endplates and irrigation of the intradiscal space at l4-l5 and l5-s1 was achieved. Then bone morphogenic protein cancellous autologous bone locally harvested was placed in anterior disc space at l4-l5 and l5-s1, followed by capstone implant filled with cancellous autologous bone only. "No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.